Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was in the hospital due to issues not related to diabetes, but was experiencing a high blood glucose reading of 403 mg/dl. It was stated that the customer has been experiencing high blood glucose levels for months. The customer's last infusion set change was (B)(6) 2011. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.